Manufacturer narrative:
The reported events were r-wave amplitude variation, helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was partially extended and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported events of r-wave amplitude variation and unacceptable threshold were not confirmed

Event description:
It was reported during initial implant that the patient's right ventricular (rv) lead exhibited poor sensing and pacing. It was also noted that the helix was unable to extend and retract after several attempts to reposition the rv lead. The physician opted to explant and replace the rv lead. The patient was in stable condition.